Manufacturer narrative:
(B)(4). Batch # t5f02f. Additional information was requested, and the following was obtained: did the device lock-out (no staples deployed and no cut line started)? No, partially fired. Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Partial fire. Or, did the device fully fire and stop during the automatic knife return? No, partial fire. Was there any difficulty opening the device? Yes. Using manual override lever if yes, how was the device removed from the patient? If yes, did the jaws eventually open? Manual override. Device analysis: the analysis results found that one pcee45a device was returned with the anvil bent upwards and with a gst45g reload loaded on the device. The reload was received partially fired 2/3 with the cartridge deck damaged. Furthermore the anvil knife slot was noted to be damaged. No functional test was performed due the condition. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a lung wedge resection on the first fire the blade moved forward and stopped. The battery appeared to lose power. The manual override was used to bring the blade back and open the jaws. The procedure was completed with a like device with no patient consequences reported.